Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused medication. This was observed during patient infusion of heparin. The nurse set pump to infuse the whole bag of heparin (500 ml standard bag); the first infusion had an additional 27cc in the bag after the pump alarmed infusion completed. After switching out pumps, the nurse compared the amount of medication that should be left in the bag (expected amount 303ml) and compared it to the actual amount in the bag which was 350ml. It was further noted the pump "exceeded set change interval". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b1, b5, f10/h6: health effect, f10/h6: health effect - impact codes, h1, h6 and h11. H11: the event history log review showed the drug heparin was first selected on (B)(6) 2025. Several infusions of 500 ml bags were found from this date to the event date, 02/09/2025. The remainder in the bag could not be identified from the logs. There were no dso, uso, or ail alarms on or around the event date. The pump was not placed into standby mode. There were no secondary infusions in relation to the reported incident. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: correction, the patient was receiving a heparin infusion. Additionally, the "patient's gtt found to be not therapeutic for the last two checks". The event of non-therapeutic anticoagulation level in a patient receiving a heparin infusion likely required medical intervention in order to preclude permanent impairment.